Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). The company repair technician evaluated the customer rental unit and did not duplicate the reported issue.

Event description:
The customer reported a problem with two rental vents 311280 and 311315. Customer explained, that the "low source gas" light was illuminated on both vents. There was no compromise to the patients and the ventilators seemed to be working fine otherwise. Still, they removed the patients from these ventilators and placed them on other 3100a ventilators. Carefusion technical service representative, explained to the customer about the alarm condition (imbalance between the cooling gas and source gas) and suggested evaluating the blender set up. [The customer] understood and explained how they set up the blender; could not find any misconnection. Since [the customer] is using a "wye" between the blender and cooling gas line, carefusion rep suggested bypassing the blender to see if the light goes away and explained how some wyes have a check valve and may get clogged causing this condition ("imbalance"). [The customer] understood and bypassed the blender (direct cooling gas line and direct 100% o2 going to vent). Despite doing this, the light was still illuminated. Carefusion rep told [the customer] that there could be an internal issue since the light is still illuminated without the blender attached. Carefusion rep authorized the return and replacement.